Event description:
It was discovered that the cuff on the patient's endotracheal tube was separated. The patient was extubated in a controlled environment. The cuff detached in clean manner. The patient was restrained and sedated. The staff were in another patient's room at time of incident.